Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized in (B)(6) 2014. Blood glucose levels at the time of admission 17mg/dl. Customer was unresponsive and cold his wife found him and administered five glucagon shots. The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was 80, blood glucose reading was in the 30mg/dl range. It was also reported that the customer's insulin pump did not go into threshold suspend. No additional information was provided.